Event description:
Device malfunction: knot lock. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose at device attempted arteriotomy closure of an unspecified vessel after a diagnostic procedure. Reportedly, the physician could not push the knot forward to the arterial surface. The suture was cut and removed. Hemostasis was achieved using a proglide device. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
The customer reported the device discarded. The lot number was not identified; therefore, a device history record review could not be performed.